Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019. The manufacturer's field service engineer (fse) performed troubleshooting but could not duplicate the reported alarm. The unit passed the operational check. The fse checked the unit's log and found evidence of the reported error. The fse performed the high pressure leak test and it failed. The fse replaced the oxygen valve and it would pass the high pressure leak test only on some runs. The fse replaced the data acquisition (da) printed circuit board (pcb) and it corrected the issue fully. The device was reported to be in patient use at the time the reported issue was discovered. There is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that when the unit was connected to oxygen to be set up on patient, it alarmed 'oxygen not available'. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
Date received by manufacturer: 07 november 2019. Date of this report: 07 november 2019. Failure investigation was completed. The oxygen valve solenoid assembly and data acquisition (da) printed circuit board assembly (pcba) were received for evaluation. Visual inspection of the customer returned parts revealed no signs of damage or contamination. The oxygen valve solenoid assembly and da pcba were installed into a test ventilator in an attempt to duplicate the reported issue. Further investigation revealed no failures of the oxygen valve solenoid assembly or da pcba .